Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated lead and device change out noise was observed after insertion of the replacement lead into the new device. The root cause of the noise was unable to be determined. The replacement lead was explanted and a new lead was used. The patient continued to be monitored and was doing fine post procedure.